Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards japanese affiliates, approximately (6) six months following a transfemoral transcatheter aortic valve replacement (tavr) procedure with implantation of a 23 mm sapien 3 ultra resilia valve, hypo attenuated leaflet thickening (halt)-like findings were observed in the left ventricular outflow tract (lvot), rather than on the valve leaflets. During follow-up, the reported valve dysfunction was identified as halt with increased gradients. The patient was reported to be asymptomatic and is currently hospitalized while undergoing anticoagulant therapy. No thrombus-like material was observed on the valve leaflets; however, thrombus-like or pannus-like material was noted on the lvot side below the leaflets. As a result, the physician is considering pannus as a potential cause. Metal allergy is also under investigation. The physician commented that if no improvement is observed with anticoagulant therapy, pannus may be considered a possible underlying cause. Patient's outcome is reportability unchanged.